Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A materials manager reported that a laser did not work. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The system was examined. The company representative found that the emergency stop button was pushed in. The stop button was released and the laser turned on. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 22, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user error. The product was found to meet specifications. Actions taken the manufacturer internal reference number is: (B)(4).